Event description:
The customer reported that the 2800 system had a communication error and the remote user controller locked up during a case. The 2800 system had to be rebooted and the procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted and the generator and cooling fan were cleaned during the service call. The system was tested and found to be working as intended and put back into service.